Event description:
It was reported when using the bd pyxis medstation system the drawer 3 was failed to open. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 3 was failed to open. The field service engineer replaced the missing inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.